Event description:
As reported, during "coelio promontofixation" a capsure fixation device was used. During deployment of the first fastener, the white protector ¿popped out¿ (detached). It was reported that three fasteners were securely fixated. One of the defective fasteners was partially removed with the fastener coil remaining attached to prosthesis. There was no patient injury.

Manufacturer narrative:
As reported, capsure fastener white protectors ¿popped out¿ (detached). Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4)units released for distribution in may 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of returned sample is inconclusive due to the device being returned with no fasteners remaining. With no fasteners to deploy a functional and simulated use test could not be performed. The device trigger was actuated finding no issue with the deployment of the trigger. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Manufacturer narrative:
As reported, capsure fastener white protectors ¿popped out¿ (detached). Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4)units released for distribution in may 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during "coelio promontofixation" a capsure fixation device was used. During deployment of the first fastener, the white protector ¿popped out¿ (detached). It was reported that three fasteners were securely fixated. One of the defective fasteners was partially removed with the fastener coil remaining attached to prosthesis. There was no patient injury.